Event description:
It was reported that the powersail balloon catheter separated at the mid lap joint, inside the guiding catheter, during removal after successful dialation. Reportedly, there was no pt injury.